Event description:
A search of the scientific literature identified an article (ekrol, I, et al. A comparison of rhbmp-7 (op-1) and autogenous graft for metaphyseal defects after osteotomy of the distal radius) published in injury, int.j. Care injured (2008), which described adverse events experienced by three patients who received rhbmp-7 between 1999 and 2002 as part of a clinical study. This is the second of three reports (see mdrs 1224732-2009-00001 and 1224732-2009-00003 for details of the other reports). A female who received rhbmp-7 as part of a distal radial osteotomy for carpal malalignment and radio-ulnar pain experienced osteolysis four weeks postoperatively, accompanied by malalignment of the distal fragment. Five weeks postoperatively, an external fixator was removed and the physician reported that at 18 weeks postoperatively, the distal fragment had healed but in a malunited position, accompanied by radial shortening and carpal malalignment. The patient also continued to experience limited range of movement and distal ulnar joint pain. The patient subsequently underwent a darrach's procedure with resection of the distal ulna on an unspecified date. Following the procedure, the physician reported that the pain and range of movement improved and that the patient required no additional surgery. Additional info will be requested.

Manufacturer narrative:
Source of report(literature): seq no: 1. Author: dr ekrol ingri. Journal title: injury, int. J. Care injured. Year: 2008. Page #: from s73 to s82. Article title: a comparison of rhbmp-7 (op-1) and autogenous graft for metaphyseal defects after osteotomy of the distal radius.